Event description:
Healthcare professional reported right side deflation and implant exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and implant exchange due to concerns with the product. Device remains implanted.